Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was into 500, 530, 307 and greater than 600 mg/dl. The customer was treated with the manual injection and they took the insulin pump off this morning so, she could give herself a break. Troubleshooting was performed for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. The customer was neither in emergency, nor admitted into hospital, as a result of high blood glucose. The product will not be returned for analysis.